Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit failed the test cut; however, the repair was not completed because the cutter is not repairable. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown time, the device had a damage blade comb. It is unknown if there was patient injury, or delay. During the investigation, it was found that the cutters failed the cut test. Due diligence is complete and there is no additional information available.